Event description:
It was reported that during a mastectomy procedure, the blade stopped working. The generator gave a solid tone. The test tip indicated that the blade was broken. There was no patient consequence.